Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a broken clamp was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20cm power trialysis dialysis catheter. No obvious usage residues were observed. The clamp on the venous (blue-luered) extension tubing exhibited a break in the curved region. The break in the clamp prevented proper clamp function. Microscopic inspection of the venous lumen clamp break site revealed a granular fracture site. The fracture profile was sharply defined and irregular. Slight deformation and material discoloration were observed in the vicinity of the break. No voids or flaws were observed in the clamp material. An attempt to replicate the damage on a similar non-complainant device through manipulation resulted in similar fracture features; however, the non-complainant device exhibited more extensive deformation and discoloration. The slight discoloration and deformation suggested that manipulation may have contributed to the observed clamp damage; however, the more extensive discoloration and deformation exhibited by the non-complainant device suggested that an additional unidentified factor(s) contributed to the complaint sample damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include environmental factors contributing to material embrittlement. A lot history review (lhr) of rebq2673 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the clamp on the blue lumen of a trialysis catheter broke. This catheter was placed and was then replaced over the wire once the clamp broke. It was stated it was not used for dialysis and it broke upon initial placement. Patient was not harmed.